Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "while drilling a distal oval hole using a distal target device, the tip of the drill broke off. The drill tip was remained to the patient."

Manufacturer narrative:
The reported event could be confirmed, since pictures were sent of the corresponding device but the device was not sent for microscopic analysis. An inspection of the entire device was not possible since the affected device was not returned, but thanks to the 2 photos received of the drill, we can confirm this visual inspection: the pictures received of the drill shows signs of intense usage which is evident from the cutting edges which are blunt and slightly damaged. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event because the pictures are not detailed sufficient. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "while drilling a distal oval hole using a distal target device, the tip of the drill broke off. The drill tip was remained to the patient."